Event description:
During surgery for laparoscopic cholecystectomy, grasping forceps instrument lost one of its serrated ends. C-arm used to locate the serrated end and the abdominal incision extended slightlty to enable its removal. Upon removal, it appeared intact as far as its adjoinment to the original clamp.